Event description:
Device report 2 of 3: ref MFR report: 1627487-2012-07032, 1627487-2012-07034. The pt is implanted with two leads from different lots. It was reported the pt experienced nausea and vomiting and subsequently experienced a series of small shocks. The pt also indicated she has felt a warming sensation while attempting to recharge the ipg. The physician did not relate gastrointestinal symptoms to the scs system.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.